Manufacturer narrative:
Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 5 mdrs filed for the same patient (reference 0001822565-2017-00380, 0002648920-2017-00035, 0001822565-2017-00382, 0002648920-2017-00038, and 0001822565-2017-00383).

Event description:
Patient reported experiencing left hip pain approximately five years post-implantation. No revision has been reported to date.